Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported possible rupture and capsular contracture, baker grade IV. This relates to the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported possible rupture and capsular contracture, baker grade IV. This relates to the right side. Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. It has been determined the event of rupture is not applicable to the right side. A capsulectomy was performed and the device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3, b3, b5, b6, d4, h6